Event description:
The customer reported blood loss. The tubing set was being used to deliver an unspecified concentration of penicillin. The option-lok male adapter of the tubing set was connected to one of the three clave ports of a tubing set. It was reported that after the option-lok male adapter was disconnected from the clave port, the male adapter "cracked off" in the clave port and "drops" of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).